Event description:
A malfunction alarm occurred with the customer's pump, indicated by malf 9 and fault ID 0x20f1. Customer was unsure if blood glucose levels exceeded 500 mg/dl, but the alarm didn't recur after resetting the pump, suggesting no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and advised to continue using it while providing instructions to call back if the malfunction recurs, which the customer acknowledged and understood.